Event description:
The user reported that during an aortic root angiogram producer the catheter blew out of the pt and hit the back table. The catheter did not split or rupture. However, the user noticed a small hole approx 3-4 inches from the proximal hub of the catheter. The user did not notice any contrast coming out of the hole before or during the injection. No harm or injury was reported. Injector settings: 25 ml/sec, 50 ml at 1200 psi.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. A review of the device history record did not reveal any exception documents. Merit's complaint database was reviewed and found no similar complaints for this lot number. A visual inspection of the returned device found a hole in the body tubing. The hole was 1 mm in length and was located approx 9.1 cm from the leading end of the strain relief. The hole appeared to be a cut. No additional defects were found in the returned device. A syringe was attached to the hub and the catheter was flushed with water. The water sprayed out of the hole. A tactile inspection of the hole revealed that the surface around the defect is rough. A microscopic inspection revealed that the material surrounding the hole appeared to radiate from the inside to the outside. Merit is unable to determine the exact root cause of the reported failure. Merit is unable to determine the exact root cause of the reported failure. Merit considers this an isolated event.